Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem further described as the device missing the blue tip and/or the tip top. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The device was manufactured november 20, 2013 to november 22, 2013. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the fill port cap was missing. Since the sample was received out of its original packaging it could not be determined whether the device was originally shipped with the fill port on the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.